Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not connect to the associated multi-function cable. Complainant did not indicate that there was any pt involvement in the reported malfunction.